Manufacturer narrative:
(B)(4).

Event description:
It was reported a premature baby was born by cesarean section with poor respiratory function. The patient was intubated and the connector disconnected from the tube many times. It was reported "the pediatrician had to repeatedly connect the connector and tube, which not only affected the rescue effect, but also was not convenient for transport". The patient was reported to be in critical condition and "should turn to be better".

Event description:
It was reported a premature baby was born by ceasarean section with poor respiratory function. The patient was intubated and the connector disconnected from the tube many times. It was reported "the pediatrician had to repeatedly connect the connector and tube, which not only affected the rescue effect, but also was not convenient for transport". The patient was reported to be in critical condition and "should turn to be better".

Manufacturer narrative:
(B)(4). The actual device was not returned; therefore, one piece of current production at the manufacturing facility was used for evaluation. A visual exam was performed and no defects were observed. The connector assembly was inserted as per manufacturing requirement. During testing of pulling the connector from the tube it was found that the connector does not detach easily. The connector bonding strength result was found to be within specification. The connector assembly features of the et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnection during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.